Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfiles and treatment reports have been requested but not provided. Diffuse lamellar keratitis is not related to the device. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis in the right eye one day post lasik. The patient noted vision a little blurrier and irritated in the right eye. Topical steroid dosage was increased. Additional information has been requested.